Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. Customer stated that at one point, sensor glucose was 64mg/dl and pump went into thresh suspend and blood glucose value was 87mg/dl. Threshold suspend was set to 60mg/dl and at one point, blood glucose value was 103mg/dl and patient took glucose tablets so sensor glucose level would come up. Customer was advised not to treat based on sensor glucose level. Customer stated that last blood glucose value was 122mg/dl and sensor glucose value was 111mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.